Event description:
Information was received from a patient and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 900 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient was scheduled for a catheter revision with return of symptoms. The hcp initially thought that the catheter was no longer in the intrathecal space. The doctor opened the spine and cut the catheter which had good flow. The doctor was going to splice and revise the catheter but noticed a gray and possible leakage so decided to tie off (using medical judgment) and implanted a new catheter. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient weight and medical history was asked but was unknown. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that "noticed a gray" was a typo and that the physician noticed a fray in the catheter tubing. The catheter was found to be in the intrathecal space and this was confirmed by cerebrospinal fluid (csf) flow when the hcp cut the catheter in the spine. The rep stated that the hcp believed that the catheter was leaking due to the fray/unintentional cut in the catheter upon inspection. The cut/fray was determined to be the issue and prompted the hcp to insert a new catheter. The cause of the cut/fray was not determined.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# hg06qwc01 implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type catheter product ID 8709 serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 01-jul-2016, UDI#: (B)(4) ; product ID: 8709, serial/lot #: (B)(6), ubd: 12-feb-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.